Manufacturer narrative:
This report is submitted on october 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. The patient underwent a skinflap reduction surgery (date not reported).